Manufacturer narrative:
Product lot number not available. The device history record could not be reviewed. No sample was received at the (B)(4) . Photos were received and reviewed. A team from engineering, quality, and production reviewed the photos. The team was in consensus that the damage to the bottom of the canisters is due to the contraindicated use of harsh chemicals to clean the canister. Additional information from the customer was received and reviewed, as well. The customer uses continuous suction for many consecutive days, as well as using disinfectants that are contraindicated by the information for use (IFU). The customer has been repeatedly provided advice and training. The customer has also received formal letters from cardinal after previous product complaints that note these potential sources of user misuse. The assignable cause is due to the product being used incorrectly. The cracks in the canister are due to continuous suction and harsh chemicals used to clean the canister, both of which are noted as product misuse against the information for use (IFU). The customer will be provided the information for use for this product. No further action is planned at this time.

Event description:
Based on information from the customer, allegedly the canister is not keeping suction on continuously. There is reportedly a crack in the bottom of container. Nurses had attempted to tape the crack on the bottom of the canister, it reportedly continued to leak so was replaced with a new canister.